Event description:
A caller reported a cartridge alarm 20 during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed that the customer experienced cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will continue to use the current pump as a backup therapy. Technical support instructed the caller to enter storage mode on the pump before returning it and provided a replacement pump with instructions for use. The caller understood and acknowledged all instructions, including returning the problematic pump to tandem within 10 days.